Event description:
Philips received info from the customer reporting they were performing a pt procedure on the CT system and when trying to position the pt support in the upward direction, the pt support moved in the outward and downward direction. The customer engaged the free float foot pedal to stop the motion. There was no harm to a pt, operator, or bystander due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore, cannot. We will file a f/u MDR at the completion of the investigation. (B)(4).